Event description:
(B)(6) study. It was reported that post coronary stenting treatment procedure, restenosis, stent damage, and angina occurred. In (B)(6) 2010, the subject presented with left arm pain with mild "twinges" and diagnosed with stable angina (ccs class 2). Cardiac catheterization was recommended which revealed two target lesions. Target lesion #1 was a 65% stenosed de-novo lesion located in the mid left anterior descending artery (lad). The lesion was 15 mm long with a reference vessel diameter of 2.25 mm and treated with direct stent placement of a 2.25 mm x 24 mm taxus liberte atom stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a 70% stenosed de-novo lesion located in the distal left circumflex artery (lcx). The lesion was 20 mm long with a reference vessel diameter of 2. 25 mm and treated with direct stent placement with a 2.25 mm x 24 mm taxus liberte atom stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged on aspirin and prasugrel, the following day. In (B)(6) 2012, the subject presented with continued occasional left arm pain and was hospitalized on the same day. The ECG was normal and the cardiac enzymes were negative. The subject was diagnosed with angina and cardiac catheterization was recommended which revealed in-stent restenosis of the study stent placed in mid lad and was treated with placement of a 2.75 x 26 mm non-bsc drug eluting stent overlapping the proximal and the mid lad stent. Following this, ivus revealed that the distal stent edge seemed to "kink" the previously deployed study stent, in the mid lad. Also, the study stent was noted to be underexpanded. This was treated with an additional 2.25 x 22 mm non-bsc drug eluting stent overlapping the mid lad study stent. Following post-dilatation residual stenosis was 0%. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).